Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Dimensional evaluation found component to be within appropriate design specification. Root cause of the event was most likely attributed to third party debris or patient anatomy; however, a conclusive determination could not be made. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Number 5 states, "malalignment or soft tissue imbalance can place inordinate forces on the components which may cause excessive wear to the patellar or tibial bearing articulating surfaces." Number 6 states, "care is to be taken to assure complete support of all parts of the device embedded in bone cement to prevent stress concentrations, which may lead to failure of the procedure. Complete preclosure cleaning and removal of bone cement debris, metallic debris, and other surgical debris at the implant site is critical to minimize wear of the implant articular surfaces."

Event description:
It was reported that patient underwent a unicompartmental knee replacement in 2008. Subsequently, a revision procedure was performed on (B)(6) 2015 due to instability. During the procedure, the partial knee components were replaced with total knee components.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product ID ¿ unknown; device info ¿ unknown; date implanted ¿ sometime in 2008. Device availability ¿ the device is reportedly available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results. PMA/510(k) number ¿ unknown; manufacture date ¿ unknown.